Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose level was 100 mg/dl and the sensor glucose reading was 40 mg/dl. Customer reported having issues calibrating the sensors prior to threshold suspension. Troubleshooting was provided for the sensor glucose and blood glucose levels. No products will return for analysis. The auto mode feature was on.